Manufacturer narrative:
Additional manufacturer narrative:(B)(4) for the investigational results of carrier failing to retract and being bent. Device evaluation: visual analysis of the returned capio device showed that the carrier was bent and stuck in the open position. Mechanical analysis of the returned capio device found that the carrier was unable to retract and close. The probable cause for this event was unable to be determined.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle would not catch inside the capio cage when the physician attempted several times to throw the first mesh leg through the sacrospinous ligament. No visible damage to the capio device was noted. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.